Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: x-ray images were provided for evaluation. Angiograms provided showing that several collateral vessels have formed, which may be an indication for an occluded vessel. The other images are showing a placed stent indicating that multiple struts of the stent are fractured in two areas of the stent, about halfway along its length. Based on the investigation of the provided information, the reported stent fracture is confirmed, while the reported in stent reocclusion could not be verified. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling applicable for this product were reviewed. Potential complications and adverse events which may occur during use of the lifestent 5f vascular stent system are addressed by the instructions for use (IFU); which include, but are not limited to the restenosis, surgical intervention, stent fracture, stent kinking / collapse. The correct use of the device in particular proper stent deployment was found to be addressed. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced & gt; 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-one months and five days post stent placement procedure, the stent was allegedly fractured. Patient came back with a complete occlusion of the lifestent in superficial femoral artery cranially to distally to p1 segment, above of this lesion another pulsar stent was also partially closed in superficial femoral artery. The lesion was treated by rotational athero-thrombectomie with the rotarex device and implantation of two further stents. There was no reported patient injury.

Event description:
It was reported that twenty-one months and five days post stent placement procedure, the stent was allegedly fractured. Patient came back with a complete occlusion of the lifestent in superficial femoral artery cranially to distally to p1 segment, above of this lesion another pulsar stent was also partially closed in superficial femoral artery. The lesion was treated by rotational athero-thrombectomie with the rotarex device and implantation of two further stents. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: x-ray images were provided for evaluation. Angiograms provided showing that several collateral vessels have formed, which may be an indication for an occluded vessel. The other images are showing a placed stent indicating that multiple struts of the stent are fractured in two areas of the stent, about halfway along its length. Based on the investigation of the provided information, the reported stent fracture is confirmed, while the reported in stent reocclusion could not be verified. A definite root cause for the reported event could not be determined. Labeling/packaging review: relevant labeling applicable for this product were reviewed. Potential complications and adverse events which may occur during use of the lifestent xl vascular stent system are addressed by the instructions for use; which include, but are not limited to the restenosis, surgical intervention, stent fracture, stent kinking / collapse. The correct use of the device in particular proper stent deployment was found to be addressed. The instructions for use states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-one months and five days post stent placement procedure, the stent was allegedly fractured. Patient came back with a complete occlusion of the lifestent in superficial femoral artery cranially to distally to p1 segment, above of this lesion another pulsar stent was also partially closed in superficial femoral artery. The lesion was treated by rotational athero-thrombectomie with the rotarex device and implantation of two further stents. There was no reported patient injury.